Event description:
It was reported by a peritoneal dialysis nurse, user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler during pt treatment. There is no known pt ill effect.

Manufacturer narrative:
Device was not returned to MFR. The clinical investigation concluded that there were no complications or infections as a result of this incident. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.